Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a problem with pairing the capsule. The customer advised that the capsule calibrated successfully. Technical support had the customer place the recorder on the chest and the patient switch their position, but they were not able to get the capsule to pair so the procedure was cancelled and a repeat procedure was necessary. The recorder worked correctly during the previous procedure. There was no patient injury.